Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ platelet aerobic/f culture vials false positive results were obtained on same sample. Confirmatory gram stain was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: platelet aerobic vial occur false positive for 3 time while pair of anaerobe vial had not false positive (same specimen) . What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? -- gram stain. Were any erroneous results reported to the doctors? -- no. If yes, were any patients treated based on erroneous results? If yes, did the erroneous treatment have any adverse impact to the patient(s)?   Did the customer notice any issues with sensor adhesion? -- customer suspect that error may be occur from small bubble in bottom.

Event description:
It was reported while testing with bd bactec¿ platelet aerobic/f culture vials false positive results were obtained on same sample. Confirmatory gram stain was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: platelet aerobic vial occur false positive for 3 time while pair of anaerobe vial had not false positive (same specimen) what confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? Gram stain were any erroneous results reported to the doctors? No if yes, were any patients treated based on erroneous results?  If yes, did the erroneous treatment have any adverse impact to the patient(s)?   Did the customer notice any issues with sensor adhesion? Customer suspect that error may be occur from small bubble in bottom.

Manufacturer narrative:
Investigation summary: customer reported a false positive defect and bubbles. Two photos were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Plots showed repeated potential growth curves. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. H3 other text : see h10.